Event description:
(B)(4). Same case as 2134265-2011-04757. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The target lesion was a long lesion located in the mid right coronary artery (rca) extending up to the distal rca with 90% stenosis and was 60 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 x 32 mm and 3.50 x 32 mm taxus liberte stents. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. (B)(6) post index procedure, the patient was admitted for myocardial infarction and cardiac catheterization was recommended. Angiography revealed 100% in-stent restenosis of the mid rca. The physician treated the lesion with the placement of a drug eluting stent. The patient was discharged 3 days later on aspirin and prasugrel.

Event description:
It was further reported that in the index procedure the target lesion in the mid right coronary artery (mid rca) was a de novo lesion. In (B)(6) 2011 at the time of the event, the patient was admitted for severe chest discomfort radiating to both shoulders. EKG showed acute st-segment depression in the inferior leads. The 100% total occlusion and thrombus at the edge of previously deployed study stent in mid rca was treated with pre-dilation and placement of 3.5 x 38 mm taxus liberte stent. Following post dilation, the residual stenosis was 0%. The timi flow improved from 0 to 3.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event, relevant tests and lab data updated. (B)(4).

Event description:
Same case as 2134265-2012-05272. It was further reported that at the time of the index procedure the stenosis in the mid right coronary (mid rca) artery and distal rca. There was 90% stenosis in the mid rca and 85% stenosis in the distal rca. In (B)(6) 2011, the patient at a follow up visit presented with mild shortness of breath and arm pain while walking. In (B)(6) 2011. While working in the yard, he developed significant discomfort across the anterior chest radiating to both the shoulders described as heaviness associated with diaphoresis, he presented to the emergency department and was hospitalized. ECG revealed acute st-segment depression in the inferior leads, cardiac enzymes were noted to be elevated. The mid rca was treated with a forte wire which was passed distally resulting in improvement in timi flow form 0-1 and a large thrombus burden was noted. An export catheter could not pass the entire the area of occlusion however a significant amount of thrombus was removed from the proximal portion of previously placed study stent and taxus liberte stent (3.00 x 34 mm taxus stent proximal and 3.00 x 32 mm middle taxus liberte stent and 3.50 x 32 mm distal taxus liberte stent). Subsequently a 3.25 x 20 mm non-bsc balloon was inflated allowing the export catheter to pass throughout the area of occlusion with the removal of thrombus. A 3.50 x 38 mm taxus liberte stent was placed in the proximal portion of the previously placed stent where the occlusion was noted. Following post-dilatation resulted in 0% residual stenosis. Angioplasty was performed in the distal area of previously placed study stent with 0% residual stenosis. The event was considered as resolved without residual effects and the patient was discharged with aspirin and prasugrel.